Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to reproduce the reported issue. The fse used fiber optic test tool and the unit was well, within spec. The stm then looked at log files and didn't see anything directly related to the fiber optics. No reported faults. However there were a 4 "augmentation below limit set" alarms. The stm informed that during talking with clinical support - they believe the problem is related to augmentation setting. Further more, the stm talked with the operators - they said that the person who reported the problem wasn't available and to the best of their knowledge they are aware that they need to re-set the augmentation setting when this alarms occurred. The getinge clinical support - advised contacting the clinical support team the next time this happens and they would advise accordingly. Subsequently, the stm and biomed talked with the cath. Lab about contacting getinge clinical support the next time this happens if possible. In addition, the customer has agreed to take a screen shot of the "fiber-optic related alarm. Unit passed all calibration, functional and safety tests performed. The iabp was returned to customer and it was cleared for clinical use.

Event description:
It was reported that during use on a patient, the fiber port in the cardiosave intra-aortic balloon pump (iabp) is creating errors. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (may 2019 through apr 2021) was reviewed. There were no triggers identified for the review period.